Manufacturer narrative:
(B)(6). The subject device was received and evaluated. Device inspection and evaluation, service repair noted the nozzle was not deformed but was clogged by foreign material which cannot be removed. Foreign material was clogged inside the nozzle which cannot clearly identified. The IFU (instruction for use) states as follows : and according to the following IFU, the user can reduce / prevent the occurrence of the event by following the guideline and procedures. Operation manual_ preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. Reprocessing manual_ precleaning the endoscope and accessories: warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surface immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of air/water problem. The issue found during reprocessing. The device was replaced, intended procedure was completed with no delay. There was no patient harm reported. No user injury reported. Device evaluation found clogged nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the debris was in place because it was not removed during device reprocessing. A definitive root cause cannot be identified. Foreign debris removal is covered in the instructions for use: preclean device immediately after procedure. Otherwise, organic tissue from patients possibly adheres and not able to be removed by reprocessing. Remove clogging by feeding water into a/w channel during precleaning. Clean external surface of devices with soft brush/gauze/sponge, taking care not to remain foreign material in nozzle opening. Method of feeding / rinsing detergent in a/w channel. Soak device in detergent before manual cleaning if the device were heavily dirty or if the device could not be cleaned immediately after each procedure. Olympus will continue to monitor the field performance of this device.